Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) and ketone levels reached 4.8 mmol/l (86.4 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient was hospitalized and was diagnosed with diabetic ketoacidosis and doctors said "their blood was quite acidic". Symptoms included extreme thirst, nausea and shaking. As treatment, the patient was given intravenous fluid drips of potassium, glucose and insulin to bring their bg levels down. The patient was discharged the following day. The pod has been discarded.